Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges with the complaint of burning/smoke/electrical odor, and particles in device airway. . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the investigation1. There is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. A review of the dream station config/error log found the following: 0 errors, 0 blower and 0 therapy hours, suggesting that the device was reset prior to pil receipt. 14953.1 machine hours were logged.care orchestrator data was unavailable for collection.using a known good dc power supply and ac power cable, pil verified the base unit provided airflow. There is a string like fiber located in the right panel assembly. There is an unknown dust/dirt contamination found on the bottom enclosure, blower box housing, blower motor, and blower impeller. Blower gromet appears discolored. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.